Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of the amia cassette and the supply bag was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority (max air exceeded) alarm. The patient was not connected at the time of the alarm. This occurred during priming for peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the amia cassette and the supply bag that led to this alarm. The patient stated that the alarm occurred when they tightened the supply bag connection and found that it was loose. Renal therapy services (rts) advised the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.